Manufacturer narrative:
(B)(4). A cine was received and reviewed by an abbott clinical specialist who concluded the following: it is confirmed that the proximal stent is not in the original deployment location. It appears to this reviewer that the proximal stent is stretched and has not actually migrated or moved but rather been pulled and now extends beyond the deployment area. The computerized tomography may confirm the stent as stretched or with broken struts.

Event description:
Subsequent information received noted that the device was a xience pro x. Although lot numbers were provided by the site, the specific device lot number could not be identified. No additional information was provided.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): the UDI is unknown because the part number and lot number was not provided. The stent remains in the vessel. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the information provided, a definitive cause for the reported difficulties cannot be determined; however, there is no indication to suggest a product quality issue with respect to manufacture, design or labeling. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure on (B)(6) 2016 was to treat a lesion located in the mid right coronary artery (rca) to the ostium. The first xience stent deployed successfully in the mid rca; however, the 2nd xience stent which was implanted at the ostium had moved back to the aorta sometime after implantation. The physician felt that there might have been a stent fracture as the stent was noticeably further back from where it had been implanted. The patient has been scheduled for a CT scan to verify if the stent fractured. No additional information was provided.